Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient who was a soldier, suffered multiple gunshot wounds on (B)(6), 2008. These wounds caused a bilateral humerus fracture and was sent to the (B)(6). That same year, the patient had two fractures set: surgery (B)(6) 2008. In (B)(6) 2009, the patient was brought back to the operating room with a right humerus nonunion and a very acute reaction metallosis and had an autologous bone graft. On (B)(6), 2011, the patient returned to surgery with a bad fixation and more varus deviation in the left humerus. The surgeon removed the dynamic compression plate (dcp) 4.5, taking care of the nonunion by correcting the varus placement of the graft autologous and fixing the philos plate. This report is on the removal of the unknown dcp screw. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional device info: this report is on an unknown screw, part and lot numbers are unknown. Total patient history: (B)(6) 2008: bilateral humerus fracture; 2008: two fractures set. Surgery: (B)(6) 2008. (B)(6) 2009: right humerus non-union- metallosis-received autologous bone graft. Surgery: (B)(6) 2009. (B)(6) 2011: bad fixation-varus deviation left humerus-removed dynamic compression plate-revised to philos. (B)(6) 2013: pain-left humerus non-union-rupture of osteosynthesis material. PMA / 510 (k): without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.